Event description:
The handheld and flashcard were received for analysis. Analysis of the handheld was completed on (B)(4) 2014. An analysis on the returned handheld found that the device would not power on using a known good ac adapter. The cause for the anomaly is associated with damaged solder connections to the pcb. Because of the damage, the handheld received power from the ac adapter intermittently. The cause for the damage to the solder connections is most likely associated with mishandling of the device as it appears the connector detents are not being compressed when removing or manipulating the serial data cable, thus placing an extensive amount of force on the pcb and attached cable receptacle. Analysis of the flashcard was completed on (B)(4) 2014. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
It was reported that the nurse¿s handheld device was not working properly. The handheld device was slow and worked intermittently. The programming wand was recently replaced and suspected to be contributing to the reported issues. The handheld device took a long to interrogate some devices but worked well with others. The handheld device sometimes failed to interrogate. Troubleshooting was performed and determined that the handheld device needed to be replaced. The handheld device has not been returned to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that the handheld device passed all functional tests prior to distribution.